Manufacturer narrative:
Terumo has received the actual device; however, terumo is still investigating this issue and will be submitting a f/u report when more info becomes available. For this reason, terumo references eval codes.

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during setup, the shunt sensor had white foreign matter in the buffer solution. The product was changed out. There was no patient involvement. The surgery was not delayed and was completed successfully.